Manufacturer narrative:
E1: patient city: (B)(6). Patient country: new zealand.

Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. No further information was available.